Event description:
It was reported that a home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) while connected during drain. Per the consumer, the alarm was due to improperly disconnecting and reconnecting to the machine. The home patient (hp) cycled the power to clear the alarm and stated that they would complete therapy with manual supplies. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. Section 11, pages 18 through 23 detail the proper steps for disconnecting and reconnecting during therapy. The labeling review was found to be sufficient and accessible in regard to the complaint. Should relevant additional information become available, a follow-up report will be submitted.